Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, the patient underwent surgery for pump pocket relocation to the other side of the body because of erosion. The pump contained dilaudid 20 mg/ml an marcaine 10 mg/ml. During surgery, once the pocket was opened and the pump was being explanted, a mesh pouch was noted. Instead of leaving the pouch intact, the surgeon elected to remove the pouch. The patient lost "a lot" of blood. The surgeon attempted to aspirate the catheter but was not successful. The surgeon then injected dye and noted 3 leaks in the catheter. The surgeon then decided to tie off the catheter, remove the pump and close the site. The patient was hospitalized over the weekend. On (B)(6) 2011 the patient underwent surgery to remove the remaining catheter. As of (B)(6) 2011, the surgeon believed there may still be some catheter implanted in the patient. The patient outcome was reported as "ok..she may be re-trialed for pump therapy."